Manufacturer narrative:
H3: the device was returned for analysis. The funnel and inner catheter shaft were separated from the delivery catheter. The funnel separated at the inner shaft bond. The damage sustained was consistent with the report forcing the device through the procedural sheath.

Event description:
The device was used in a thrombectomy procedure to remove superficial femoral artery (sfa) thrombus. The device made a successful initial pass without incident. During the second pass, the funnel would not pass through the tip of the 7fr sheath. Multiple attempts were made to remove the funnel through the sheath. During the final attempt to forcibly remove the device, the funnel became detached from inner white catheter. A surgical vessel cutdown was then performed to successfully remove the detached funnel and the white inner catheter. The procedure was completed without further patient impact. The reported issue resulted in a procedure delay of four hours.